Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise due to post paced t-wave oversensing. Programming changes were made. No further issues were reported.

Manufacturer narrative:
(B)(6).